Manufacturer narrative:
(B)(4). The device was sent back to (B)(4), the supplier. During the visual inspection of the device residuals of crusted saline solution inside the housing of the device were detected. The detailed investigation and analysis of the event at (B)(4) confirmed the effect of saline solution which invaded into the machine housing and reached the algorithmic development unit (adu) board. The saline residuals on the adu board led to a high current at the connector. The resulting release of hydrogen gas by electrolysis and its deflagration could inflame the adu board and surrounding parts. The pump body of the degassing pump which is mounted above the adu board is made from cellulose acetate and could be set on fire, too. The actual root cause for this event was the invading saline solution coming from a leaky saline bag hanging on the i.v. Pole. The liquid could pass the i.v. Pole lead-through at the top of the machine housing because the I. V. Pole was loose: when the (B)(4) complaint investigation team received the defect machine, it was detected that the i.v. Pole was not completely screwed down / fixed properly. The i.v. Pole lead-through had come loose over the time of use. The root cause investigation has revealed that the use error of restart of the defect device before servicing accompanied with the repetitive clearing of the degassing alarm was responsible for this degree of damage. Overall, the complaint is assessed as a single event. There is no other case known where saline solution led to a deflagration inside an aquarius machine.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer reported to baxter (B)(4) that an aquarius regular machine had smoke coming out from it. The biomedical technician stated that the machine burned and the fuses of protection did not function. The patient had been then connected at the time and was transferred to another machine. There was not injury of medical intervention. Follow up information was provided: it is stated that the bags of nacl that were used during the therapy were suspended on the stand above the machine. One of these bags leaked and the liquid had ran along the stand and some of the solution got on the machine and flow on the board.